Event description:
A physician reported that a patient received her last collagen treatment on 03/19/97 in the nasolabial fold. On approximately 05/12/1997, the patient developed intermittent redness and swelling at the treatment sites. The physician diagnosed a hypersenitivity and prescribed intralesional steroid injections of k-3 that were administered on 05/22/1997 and 05/29/1997.

Manufacturer narrative:
Device evaluation summary below: re: complaint investigation - hypersensitivity @ injection site lot # 97a081b I have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen(rabbit) and lal testing was performed as required and all test passed. During my review of the device history records, several minor deviations were noted. None of the deviations noted were signficant nor would contribute to a cause for this complaint. Based on the review of the device history records, I find no assignable cause for this complaint. If you have any questions, please feel free to contact me.